Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not fire. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 7-july-2022: the hem-o-lok clip applier instrument was noted to have been inspected prior to use with no damage. There were no intra-operative complications or adverse events associated with the patient. The procedure was completed normally with a backup instrument and the defective instrument was taken out of circulation. There was no fragment that fell inside the patient, and no injury to the patient.

Manufacturer narrative:
Isi has requested the large hem-o-lok clip applier instrument involved with this complaint be returned but it has not yet been received. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument logs for the large hem-o-lok clip applier (part number#: 470230-12/ lot number#: n10200317 0085) associated with this event has been performed. Per the review, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system sk0287. The alleged instrument had 96 uses remaining after the last procedural use. No image or video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. An additional clip test was performed and passed. An additional observation not reported by the site that was not related to the customer reported complaint was that signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to misuse, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.